Event description:
Per the clinic, the patient experienced discomfort at the implant site resulting in an intractable headache (skin stretched too tight). The site was injected with a steroid. The device was explanted on (B)(6) 2022 under a general anaesthetic. Only the osia was explanted. The implant remains in-situ. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on december 12, 2022